Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Manufacturer narrative:
Additional information was received on 03/11/2025 indicating that the initial reported issue resulted in the customer going to the emergency room and subsequently being admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level of 531 mg/dl and a high life-threatening ketone level. The customer administered manual insulin injections and changed the pump supplies prior to going to the ER in attempt to resolve the issue. The customer was treated with intravenous saline and insulin and manual insulin injections while in the ICU. The customer was released from the ICU on (B)(6) 2025 with no permanent damage and the reported issue resolved. Corrected data details should indicate: b1, b2, h1, h6 health effect impact code 1905 and 2364- added, h6 health effect clinical code 4617 and 4607- added, h6 health effect impact code 2199- remove, h6 health effect clinical code 4582 ¿ remove corrected data details should indicate the below b1, b2, h1, h6 health effect impact code 1905 and 2364- added, h6 health effect clinical code 4617 and 4607- added, h6 health effect impact code 2199- remove, h6 health effect clinical code 4582 ¿ remove.